Manufacturer narrative:
A field service engineer (fse) was dispatched. On (B)(6) 2016, fse arrived at the site to address the reported event. Visual inspection revealed that the prefilter was damaged and there was a clot in the I-6 line, near the prefilter. The prefilter was replaced and the line unclogged. The customer was subsequently able to run patient samples and controls without errors. No further action was required by field service. The most probable cause of the reported event was due to a fault/failure of the prefilter tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported high pressure errors with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.